Event description:
As the device was being retracting from the anterior communicating artery aneurysm for repositioning, it became stretched. The device was removed from the patient using the microcatheter without any clinical consequence. The patient was reported to be in good condition post procedure. Analysis of the returned device found that the coil had broken off the pusher wire.

Manufacturer narrative:
Additional information was received from the user facility. The anatomy was fairly tortuous. There were no anomalies noted to the device prior to use. The physician encountered some resistance as the device was advanced to the target lesion. The device was used in accordance with the directions for use (dfu) and all movements were slow and smooth. The device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted that the main coil was not attached to the pusher wire and the coil was extensively stretched at the proximal end. Eight and a half cm of the distal portion of the coil were not stretched, as measured from the distal end. Approximately 12 cm of stretched coil was attached to the pusher wire. No anomalies were found on the pusher wire or the introducer sheath. Microscopic examination found the zap tip was round and smooth and the detachment gap was intact. There is no indication from the information provided or the investigation that the device was not used in accordance with the dfu. Based on the investigation, it was determined that operational context was the most probable cause of the reported coil stretching and the investigation finding that the coil broke.